Event description:
It was reported that the patient had left side breast cancer and felt discomfort. The device was explanted and pulse generator was implanted on the right side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.